Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at device check, this pacemaker and right ventricular (rv) lead exhibited an increased in rv pacing impedance measurements. Rv lead was programed to unipolar and pacing impedance measurements of 2,400 ohms to greater than 2,500 ohms were observed. Sensing and threshold values were good. A clinician suggested an x-ray be performed to evaluate a possible lead or header connection issue. Subsequent information received indicated that an x-ray was done however the findings were not discussed with the field representative. No programming changes were made. Also, noise was still present on the rv lead during provocative maneuvers; however the patient was asymptomatic. As of this time, the system remains in service. No adverse patient effects were reported.